Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. The inserts was inspected and found to be 90% clogged. The insert was not tested for temperature due to being 90% clogged. The insert appeared to have some metal shavings in the edm hole clogging the insert. The insert was unclogged and sprayed tested and very small debris that appeared to be metallic appeared on the white paper towel. The insert was tested using a g-136 unit at 35cc with low water flow, the test unit # was g136-01906. In conclusion the complaint for the insert getting hot has failed for having low water flow caused by the foreign debris. Pieces of metal identified may be metal shavings from connecting body machining process which will clog the insert.

Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert insert, the insert was overheating. The event outcome is unknown as of this MDR evaluation.